Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump was used to infuse lipids in 60 ml syringe. The pump was unplugged from the wall in order to transport the patient. The pump immediately started alarming "system failure battery depleted." The pump's history revealed that there was a battery communication timeout and a battery depleted alert. There were no adverse events reported.